Event description:
Information received indicates the head of bed is drifting down slowly over time.

Manufacturer narrative:
The technician isolated the issue to the manifold assembly. He replaced the manifold assembly to repair the bed.